Event description:
Respiratory responded to ventilator malfunction. Display read "device alert" despite troubleshooting efforts. Vent switched after bagging newborn for several minutes. Found in system information log "socket error enobufs code lc0055" posted 36 times over a three second period with errors zb0059, lb0058, and ut0002. Tyco service technician stated it was a communication problem between the gui and bd cpu. Suggested checking the connections and checking for emi/rf interference. No problems were found in test. Because unit was under warranty, manufacturer's representative replaced assy bdu and cpu board and cpu cables. Vent passed all tests and was placed back in service. No further problems noted.